Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurry vision. The patient also complained of halos that were very distracting at night. A non-johnson & johnson lens was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing well post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/8/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens as received inside a plastic bag stuck to a piece of styrofoam. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. No defects that could contribute to visual issues were observed. The complaint issue could not be confirmed, and no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.